Event description:
Related manufacturer report number: 1627487-2022-00031. It was reported the patient may undergo surgical intervention due to lead fracture and migration.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that no migration was observed. Only one lead was fractured. The patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.